Manufacturer narrative:
The device passed testing for delivery accuracy.

Event description:
The customer contact reported that the device delivered more medication than intended. On an unspecified date and time, the device was programmed to delivery an unspecified concentration of rocephin. No specific programming parameters were provided. After approximately 10 minutes, the device alarmed that the delivery was completed. At this time, the nurse noted that the solution container was empty. The nurse noted the patient "was itchy and had some redness on the arms." The patient was treated with an unspecified concentration of benadryl. The device was removed from clinical service. During testing at the user facility, the device passed testing. There were no reported adverse patient sequelae. Though requested, no additional information was provided.